Event description:
Philips received a complaint on the xl defibrillator indicating that the screen is black. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicate the screen was black, but the audio and printing function were working fine. The customer was advised to replace the screen and was provided a quote, but the customer did not accept the quote. The device remains at the customer site unrepaired. No further action is warranted at this time.